Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse confirmed several entries of the error 4151 cup transfer z-axis home messages in the error log. Fse replaced the cup transfer z-axis motor. Fse then ran the cup transfer test without any errors. Fse also ran a full rack of samples without any errors. The instrument was operating as expecting. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 01-jul-2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [4151] c.trans-z home detect error. Cause: the home sensor s062 failed to be activated after the transfer y moved toward the home position. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and pm061 for a possible malfunction. The most probable cause of the 4151 c-trans z-home detect error was due to failure of the cup transfer z-axis motor.

Event description:
A customer reported error 4151 c trans-z home detect messages during a patient run with the aia-900 instrument. The customer powered the instrument on and off but the error recurred. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of lutenizine hormone (lhii), estradiol (e2), and beta human chorionic gonadotropin (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.